Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_ext, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was intermittent leaking from the wound. There was a scab on the right side of the forehead, no significant surrounding redness, and no discharge from the wound when pressure was applied. On (B)(6) 2025, examination showed redness and leakage. On (B)(6) 2025, there was revision of the dbs system without replacement of the dbs electrodes: wound revision of the left pectoral pocket, for which the implantable neurostimulator (ins) was repositioned to the right pectoral area, electrodes were cleaned and retained, extension cables were removed and replaced with new ones, tunneled via a new route from the right retro-auricular region to the right pectoral region, and cultures were taken. Clinical diagnosis was local infection (s. Aureus and s. Epidermidis) at cranial wound side. On (B)(6) 2025, the ins was repositioned. On (B)(6) 2025, a new replacement of stimulator pocket was performed for the same reason and even on (B)(6) 2025, there was a need to remove the whole system. On (B)(6) 2026, the issue had resolved wi thout sequelae and an entire new system was placed. The event also resulted in hospitalization.